Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when detaching the inferior mesenteric artery during a laparoscopic colorectal surgery, there was an incomplete staple line in the distal part. To resolve the issue, the surgeon had to suture the tissue, and used another device in order to complete the case.